Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The h6 "component code" and h6 "medical device problem code" were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a broken connector at the scope side caused the image issue. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective was noted in the scope side of the unit, causing a noisy image to appear on the display. This contact component will require replacement. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus videoscope cable exera ii had a loose contact noted during a procedure. There was no patient harm reported as a result of this event.